Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was short of breath while walking. It was noted during device interrogation that the lv impedance was high. A chest x-ray showed a break and separation of the lv lead. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968 implantable pacing lead 2012-(B)(6); 4965 implantable pacing lead 2005-(B)(6), (B)(4). The lead remains in the patient and will not be evaluated.